Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (b(6) 2025, a patient underwent a dialysis catheter placement procedure using the hemosplit catheter. During the preparation of the procedure, a hair was found in the sterile packaging of the dialysis catheter. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the sample was not returned for evaluation, two electronic photos were provided and reviewed. Both the photo shows the hair in the packaging tray. Manufacturing review was performed and its depicts that the components were found to be out of their original position. A closer view revealed that there was a hair passing through the guidewire, tunneler and the dilators. Therefore, the investigation is confirmed for the reported hair in packaging issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), g3, h6 (method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a dialysis catheter placement procedure using the hemosplit catheter. During the preparation of procedure, a hair was found in the sterile packaging of a dialysis catheter. The procedure was completed using another device. There was no patient contact.